Event description:
The user reported that during cardiopulmonary bypass, the pump stopped operating. The pump was hand cranked until the operator established a backup pump system. The procedure was finished without problems for the pt. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but no conclusions have been drawn.